Manufacturer narrative:
Diopter: +24.50. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Two small pieces of lens returned. Unable to evaluate. (B)(4). Evaluation results: a lens work order search revealed no similar complaint within the work order. Unable to evaluate returned product. Two small pieces. Lens was returned in liquid. Based on the complaint history and lens work order search and unable to evaluate return product, the a specific root cause of the event could not be determined. (B)(4).

Event description:
The reported indicated a cc4204a +24.50 collamer single piece lens was used. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available. Unknown if a malfunction or adverse event occurred.

Manufacturer narrative:
Additional information received - the reporter stated the lens was damaged during the loading process and was due to a loading error. There was no patient contact. Based on the results of the investigation, manufacturing and inspection processes were performed to acceptance specification and requirements, all units released meet all release requirements. (B)(4).